Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, with the last strip in the drum of compact plus system 1 and 97 mg/dl on compact plus system 2 within 2-3 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
Boston scientific crm received information that this pacing system was being explanted, due to infection. It was also reported that the associated leads had eroded through the patient's skin.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).